Event description:
Nurses report while performing pt care, pt appeared cyanotic and desaturated to 13. No alarm sounded. Two weeks previous, nurse reported not hearing an alarm when pt desaturated with same monitor.